Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited increased impedance and pacing threshold due to lead fracture. During the explant procedure, this rv lead broke in half and physician went to snare the portion of the lead that was remaining, however, the rv lead broke again. Subsequently, the tip of the rv lead remains implanted as abandoned and was replaced. No additional adverse patient effects were reported.